Manufacturer narrative:
Block b3 (date of event): date of event was approximated to october 1, 2022 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device code a0501 captures the reportable event of internal bolster detached. Block h10: the returned endovive securi-t replacement bolster was analyzed. Upon visual assessment, it was observed that the bolster was detached/separated. In addition, the silicon tube contains remnants of use and was returned without the bolster. Therefore the complaint is confirmed for bolster detached. Based on the condition of the returned device, engineers determined that based upon the adhesion traces found in the silicone tube as well as the detachment and damage to the bolster it suggests that the device was subjected to excessive force; perhaps the manipulation, or technique used, could have contributed to this event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. Post procedure, when the patient was receiving enteral nutrition, the internal bolster detached. The detached portion was no longer in the stomach and flowed to the dudodenum. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. Post procedure, when the patient was receiving enteral nutrition, the internal bolster detached. The detached portion was no longer in the stomach and flowed to the dudodenum. A new endovive securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.